Event description:
The company was informed that the patient's device was explanted due to pain and other medical reasons. The patient was reimplanted with another cochlear device. Advanced bionics is in the process of gathering more information. Once more information is received a supplemental report will be submitted.